Manufacturer narrative:
Initial and final MDR (B)(4).- MDR device 1 of 2. Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set leakage at quick release. No further information available.